Event description:
Information was received from a consumer regarding a patient receiving bupivacaine dose and concentration not reported and morphine concentration not reported at below 1mg/day. The indication for use was spinal pain. The patient reported a change in therapy effect. The patient had increased pain due to the medication being decreased by about half in the pump. The patient stated that the bupivacaine caused side effects. The patient's last refill was about beginning of (B)(6). The patient's pump was not alarming. The patient had moved because she thought the nice weather would have an effect on her pain. The patient had asked the physician to decrease her dose but she was wrong and wants it increased. The patient also indicated that the increase in pain was both with and without bupivacaine in the pump. Due to medication side effect of bupivacaine, she wants that medication removed from the pump entirely. The bupivacaine being added to the pump caused the patient to feel sick. The patient stated that prior to bupivacaine being added at the last refill she had no side effects. The patient had recently relocated and was seeking new physician and requested physician listings. The patient stated that they had contacted the physicians on the list. The first physician was not at that practice anymore and they had no forwarding information and the second one did not accept medicaid and was unable to pat the 20% she would be responsible for. On (B)(6) 2016 the patient reported they were up half the night again with pain. Additional information received indicated that the patient was not working and trying to do less as a step to resolve the increase in pain. The patient noted that she intended to eventually stop using the pump altogether. However, she had come to find that her quality of living was decreased since the pump was turned down. The patient really needed to see a doctor as soon as possible that would be able to refill the pump and increase the dose. The patient did not understand why the manufacturer was having such a hard time finding a doctor to manage her pump. The patient had not been sleeping and had been in severe pain for several weeks.

Event description:
Additional information was received from a consumer (con). It was reported that the intrathecal pain meds were morphine and another drug the patient could not remember. The patient thought the daily dose of morphine was 1 mg and then was decreased to 0.5 mg/day. Patient was unsure of the concentration or dose of the other drug but did not like the way that drug worked for her and her pain got worse in (B)(6) 2016. The patient stated she tried contacting 10-15 doctors but had not been able to find a doctor that would refill her pump and now the pump was alarming. Patient described the alarm as a non-critical alarm that began on (B)(6) 2016. The patient would hear the alarming "several times per day" and was waking up "crying and in so much pain." Patient stated that for years she had experienced "horrible pain" from disc surgery and a fusion, to the spinal cord stimulation and now the pump. Patient had exhausted all avenues to find a doctor to refill her pain pump and was "panicking and in pain."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.